Event description:
On 01-sep-2025, it was reported that a beta bionics ilet user was unable to see insulin drops while attempting a supply change. The user completed the process with a new cartridge and resumed insulin delivery. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.